Event description:
On two occasions is not on file for text copy. Enter text.

Manufacturer narrative:
Manufacturer's report date 5/1/1998. Two sets were returned and visually and functionally evaluated. One set was received connected to a competitor extension set. Co's evaluation was conducted with the two devices connected as received. Visual and functional testing revealed no anomalies. Both sets were pressure tested and no leaks were observed. The sets were primed and oprated on a pump for several hours at different rates. No air or leaks were observed. Co was unable to duplicate the alleged failure with either set. It is not known what may have caused the noted issure.